Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The left atrial appendage (laa) depth was 29.4mm and imaging used in the procedure was intracardiac echocardiography (ice). During procedure, the left atrial pressure measurement was 16mmhg, atrial rhythm recorded at start of procedure was atrial fibrillation (af), the activated clotting level (act) were 319s and heparin was administered. The amulet was successfully implanted. After the procedure, transthoracic echocardiogram (tte) showed trivial pericardial effusion and was consistent with follow up tte performed on (B)(6) 2025. The physician mentioned the cause of effusion was amulet device. Post device implant, ice did not showed effusion. The patient was reported stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information available, the cause of the reported pericardial effusion cannot be conclusively determined. The reported serious injury/illness/impairment were due to case-specific circumstances as no further intervention or treatment was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.